Manufacturer narrative:
Evaluation revealed both the lag screw and the trochanteric nail kit (including the set screw) to be subject products. The locking screw and the end cap reported were considered associated products. Review of the manufacturing and inspection documents of both the lag screw and the trochanteric nail kit (including the set screw) did not reveal any conspicuities. The items were documented faultless prior to distribution. In the given case the lag screw has penetrated the femoral head after implantation duration of 22 months. Technical aspects: successful function test and dimensional inspection of the lag screw, nail and set screw revealed the relevant dimensions being within specified tolerances. An imprint resp. A deformation was neither found at the very tip of the set screw nor at the intended location on the ground of one of the 4 lag screw grooves; only an imprint resp. A scratch on the ground of the superior groove at the lateral end of the lag screw was found, which corresponds to the x-ray received titled ¿penetration¿ and which indicates incorrect insertion of the set screw intra-operatively. A scratch found beside the very tip of the set screw correlates with the scratch at the lateral end of the superior groove. According to the traces found at the lag screw the set screw was not inserted as intended (¿after slightly tightening the set screw it should then be unscrewed by one quarter (¼) of a turn, until a small play can be felt at the lag screwdriver. (¿) note: do not unscrew the set screw more than ¼ of a turn.¿). Traces found indicate that the set screw was unscrewed by ½ of a turn. If the set screw was inserted as intended, a small imprint would have been visible at the ground of the groove at the level of the red arrows. Traces found at the returned implants as described above correspond to the positions of the implants as seen on the x-rays provided. General aspects: the basics of the gamma3-system are the interaction of nail kit (including a set screw) and lag screw in the proximal area. The intention is to allow the fracture site to subside (if the fracture gap is too big) in order to support bone union. This requires motion in a relative rigid construction and is solved by lateralization of the lag screw. Gamma3 lag screws are designed to transfer the load of the femoral head into the nail shaft by bridging the fracture line to allow faster and more secure fracture healing. The set screw is designed to fit into one of the four grooves of the shaft of the lag screw with ascending shapes at both medial and lateral. This prevents both rotation and complete migration of the lag screw but allows sliding in a limited and defined range. (The set screw has a safety feature ¿ a plastic ring ¿ which prevents potential loosening during the implantation period.) The nail allows sliding of the lag screw for dynamic bone compression at the fracture site to enhance fracture healing. Medical aspects (excerpt from the statement of the consulting hcp): advanced osteoporosis, non-union, massive arthrosis, necrosis of the femoral head, penetration of the femoral head by the tip of the lag screw was mainly caused by a massive sintering of the fragments; this was contributed by the incorrect insertion of the set screw intra-operatively (unscrewing the set screw more than ¼ of a turn). Based on the above observations in the given case the central migration of the lag screw was mainly caused by the incorrect insertion of the set screw intra-operatively, contributed by poor bone quality of the patient. The reported event is not linked to a deficiency of the device(s). Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It was reported that after gamma3 surgery, the penetration of lag screw was found. Therefore an extraction surgery was performed on (B)(6) 2015. The primary surgery was performed on (B)(6) 2015. The patient has been transported due to the sepsis by group a streptococcus on (B)(6) 2015. At that time, the penetration of lag screw was found with x-rays. The recovery of the general condition was waited and the extraction surgery was performed on (B)(6) 2015. Non union was found after the extraction surgery.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that after gamma3 surgery, the penetration of lag screw was found. Therefore an extraction surgery was performed on (B)(6) 2015. The primary surgery was performed on (B)(6) 2015. The patient has been transported due to the sepsis by group a streptococcus on (B)(6) 2015. At that time, the penetration of lag screw was found with x-rays. The recovery of the general condition was waited and the extraction surgery was performed on (B)(6) 2015. Non union was found after the extraction surgery.